Event description:
Subsequent to the initial MDR, additional information was received on 11/6/2025. Data was further reviewed. Data investigation confirmed signal loss over one hour. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, the patient experienced a signal loss with their continuous glucose monitoring (cgm) system. The device displayed a message stating: ¿attempting to reconnect. Wait 30 minutes.¿ shortly after, the patient began experiencing symptoms consistent with hypoglycemia, including feeling cold, sweaty, shivering, and nearly losing consciousness. The patient contacted his wife and asked her to call 911. A fingerstick blood glucose test performed by his wife showed a reading of 44 mg/dl. Unaware that the insulin pump was still delivering insulin in manual mode, the patient manually administered a bolus of insulin, which further lowered his blood glucose level. In response, the patient¿s wife administered baqsimi nasal spray while awaiting emergency medical services (ems). Upon ems arrival, the patient¿s blood glucose was measured at 77 mg/dl. The patient was unsure if any additional treatment was provided by ems but was advised to monitor his blood glucose every 20 minutes. By the time ems departed, the patient reported feeling fine. At the time of this report, the patient is stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2304 chills/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.